Event description:
The event involves a patient who underwent laparoscopic gastric bypass surgery. During the surgery, the stapler was fired by the surgeon but it would not cut or staple. The stapler was removed and after several attempts it again would not fire. A second stapler was used with no problem.